Event description:
Customer reported a pt death. Arrhythmia feature was reportedly turned off at solar 8000m and cic central station audibly alarmed for high heart rate due to ventricular tachycardia arrhythmia. Investigation/conclusion. The logs were reviewed, and it was determined that the system worked according to manufacturer's specifications.